Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a fungal infection under the front te pad and to the chest and ribcage. The patient was prescribed cream (type unknown) for the irritation. The patient reported that the irritation had improved.